Manufacturer narrative:
The basin in which the towels were dipped in is owned, serviced, and reprocessed by the end user personnel. During the time of the reported event, a surgeon requested that the sutures that will be used during the procedure should be placed on damp towels to prevent the sutures from tangling. Or staff placed 4 towels from a towel pack into a stainless-steel basin filled with saline solution. The towels were then removed from the basin and wrung to remove excess saline solution when the or staff noticed the solution within the stainless-steel basin turned light brown. The or staff immediately re-scrubbed and re-gowned causing a procedure set-up delay to occur. However, the procedure continued and concluded with no issues noted. All sterilization chambers were verified for intended efficacy and functionality. No issued were noted. Review of the device history record verified that each manufacturing and inspection operation was performed as intended and indicated complete and accepted in accordance with synergy health north america specifications and procedures.

Event description:
The user facility reported that during the set-up for a patient procedure, 4 towels were dipped into a basin with saline solution, as the towels were removed from the basin the or staff noticed the saline solution turned a light brown.